Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. A zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs were placed noting the procedure was completed without report incident. The pt presented to the physician on (B)(6) 2011 with a right iliac limb that was completely occluded (1820334-2011-00267). The physician placed the zenith aaa endovascular graft aaa ancillary component converter into the artery. The physician was unable to advance the zenith aaa endovascular graft aaa ancillary component converter into the left limb of the grafts. The device was removed and a kink in the sheath was observed. The device was placed back into the artery and again was unable to advance. The device was removed again and it was observed that the sheath was twisted approx 180 degrees. The idea to balloon the existing left limb was brought up. The balloon was opened; however, never used. At this time it was observed that the pt's blood pressure was dropping. After a quick angio picture it was observed that the left external iliac artery was ruptured. The physician did not make any comments about the product failing or causing this. However, this was the side the converter device was inserted. The physician informed the area rep that the pt had recently undergone chemotherapy for cancer treatment and that his arteries were "like butter." After the situation was under control and the external iliac was repaired, the physician elected to perform a femoral-to-femoral bypass. The right side was naturally completely occluded and the blood flow was naturally down the left side, so the physician felt no reason to do anything further that just the fem-fem bypass. After several hours, the pt was doing well. His heart rate and blood pressure were back to normal levels and he was awake and speaking.